Manufacturer narrative:
Device evaluated by MFR: the 25mm lotus edge valve was returned for device analysis. The handle was returned in the starting position with the stylet inserted into the nosecone of the delivery system catheter. The guidewire, multi lumen extrusion and outer sheath ports of the delivery system were each flushed with 15ml saline. The lotus edge valve was then unsheathed, locked and released without issue. No visible issues were noted.

Event description:
Reprise IV study: it was reported that aortic regurgitation occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 324 mg of aspirin and 300 mg of clopidogrel were given the day of the procedure. An isleeve introducer was placed and the 25 mm lotus edge valve was positioned. The 25 mm lotus edge valve was noted to be oriented in a very vertical position hugging the inner curvature of the aorta, which was severely rotated. This made the 25 mm lotus edge valve sit quite deep on the left coronary side. Deployment of the 25 mm lotus edge valve at multiple different depths revealed poor positioning and inadequate contact with annulus. The 25 mm lotus edge valve also noted to have no waist in it and was shaped like a barrel. The physician determined that this would not be safe to deploy due to embolization risk, so the 25 mm lotus edge valve was removed and a 27 mm lotus edge valve was implanted. Repositioning of the 27 mm lotus edge valve involved partial and complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). The patient was observed to have severe aortic regurgitation post attempt to deploy both lotus edge valves. A 29 mm non-boston scientific valve was then attempted, but could not be deployed post repositioning at multiple depths due to the verticality of deployment and the angle of the aorta. Finally, a different 26 mm non-boston scientific valve was implanted successfully. It was further reported that the severe aortic regurgitation was treated medically. On the day of the index procedure, the event was considered to be resolved. It was further reported that the observations of severe aortic regurgitation were attributed to the 27mm lotus edge valve.

Event description:
Reprise IV study. It was reported that aortic regurgitation occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 324 mg of aspirin and 300 mg of clopidogrel were given the day of the procedure. An isleeve introducer was placed and the 25 mm lotus edge valve was positioned. The 25 mm lotus edge valve was noted to be oriented in a very vertical position hugging the inner curvature of the aorta, which was severely rotated. This made the 25 mm lotus edge valve sit quite deep on the left coronary side. Deployment of the 25 mm lotus edge valve at multiple different depths revealed poor positioning and inadequate contact with annulus. The 25 mm lotus edge valve also noted to have no waist in it and was shaped like a barrel. The physician determined that this would not be safe to deploy due to embolization risk, so the 25 mm lotus edge valve was removed and a 27 mm lotus edge valve was implanted. Repositioning of the 27 mm lotus edge valve involved partial and complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). The patient was observed to have severe aortic regurgitation post attempt to deploy both lotus edge valves. A 29 mm non-boston scientific valve was then attempted, but could not be deployed post repositioning at multiple depths due to the verticality of deployment and the angle of the aorta. Finally, a different 26 mm non-boston scientific valve was implanted successfully. It was further reported that the severe aortic regurgitation was treated medically. On the day of the index procedure, the event was considered to be resolved.

Manufacturer narrative:
Device evaluated by MFR: the 25mm lotus edge valve was returned for device analysis. The handle was returned in the starting position with the stylet inserted into the nosecone of the delivery system catheter. The guidewire, multi lumen extrusion and outer sheath ports of the delivery system were each flushed with 15ml saline. The lotus edge valve was then unsheathed, locked and released without issue. No visible issues were noted.

Event description:
(B)(6) study. It was reported that aortic regurgitation occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 324 mg of aspirin and 300 mg of clopidogrel were given the day of the procedure. An isleeve introducer was placed and the 25 mm lotus edge valve was positioned. The 25 mm lotus edge valve was noted to be oriented in a very vertical position hugging the inner curvature of the aorta, which was severely rotated. This made the 25 mm lotus edge valve sit quite deep on the left coronary side. Deployment of the 25 mm lotus edge valve at multiple different depths revealed poor positioning and inadequate contact with annulus. The 25 mm lotus edge valve also noted to have no waist in it and was shaped like a barrel. The physician determined that this would not be safe to deploy due to embolization risk, so the 25 mm lotus edge valve was removed and a 27 mm lotus edge valve was implanted. Repositioning of the 27 mm lotus edge valve involved partial and complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). The patient was observed to have severe aortic regurgitation post attempt to deploy both lotus edge valves. A 29 mm non-boston scientific valve was then attempted, but could not be deployed post repositioning at multiple depths due to the verticality of deployment and the angle of the aorta. Finally, a different 26 mm non-boston scientific valve was implanted successfully.